Event description:
The customer reported a generator failure message and the system would not boot up. There is no report of death or serious injury associated with the event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The ffb board was evaluated and replaced. The system was tested, found to be working as intended and returned to service.